Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding the contour of the implant being off involving a cmf customized implant kit medium was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection showed no signs of use. A fit test was performed on the returned parts. The implant fit perfectly in the host bone as it did in the or. -medical records received and evaluation: no medical records were received for evaluation. -device history review indicated that all parts were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because the returned product was evaluated and the reported event could not be confirmed. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the contour of this implant was off. (Had a very significant bow to it). Doctor had a great dissection down to all of the bone edges and also cut out the temporal muscle to gain more bone edges after trying multiple times to fit the implant. The implant was cut into 3 pieces and reassembled using plates and mesh.

Event description:
It was reported that the contour of this implant was off. (Had a very significant bow to it). Doctor had a great dissection down to all of the bone edges and also cut out the temporal muscle to gain more bone edges after trying multiple times to fit the implant. The implant was cut into 3 pieces and reassembled using plates and mesh.